Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for following bacteria during a surveillance culturing test at the facility on (B)(6) 2018. Biopsy channel 1: staphylococcus aureus (990cfu/ml), biopsy channel 2: staphylococcus aureus (1cfu/ml), auxiliary channel: staphylococcus aureus (990cfu/ml). It was also reported that the subject device tested positive for following bacteria (18cfu/endoscope) during additional microbiological culturing test at the facility on (B)(6) 2018. Biopsy channel 1 :coagulase negative staphylococcus aureus (1cfu/ml), air/water channel: staphylococcus aureus (990cfu/ml), auxiliary channel: micrococcus (1cfu/ml). Other detailed information such as reprocessing method was not provided from the facility but there was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the air/water channel tested positive for unspecified bacteria (1cfu/channel) but the testing result cleared (B)(4) guideline. The test result indicated no microbial growth for the instrument channels (1 and 2). The exact cause could not be determined.